Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was a malfunction of the cauterisation instrument used during laparoscopic surgery (electrified spatula for electrodissection) during an anterior rectal resection. The cause of the malfunction was identified as damage to the instrument's shielding, which caused visceral damage outside the surgical field. This damage was promptly repaired by suturing. A solution of continuous on the coating of the shaft was also found, which caused a burn on the intestine.